Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds in multiple locations and the catheter was unable to be manipulated to the spot the physician wanted. The leadless ipg was not used and a replacement leadless ipg was attempted but also exhibited high thresholds. The replacement leadless ipg was not used and a transvenous system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.